Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having increase charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Event description:
It was reported that the patient was having increase charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 28sep2023.